Event description:
A dental implant was placed in tooth location #28 in 2004. The implant was hitting mandibular nerve and causing temporary numbness. The implant was removed about a week later. Component was microscopically (x10 magnification) evaluated. No physical defects were noted. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event. If add'l info becomes available, a follow up report will be provided.